Event description:
It was reported that an asymptomatic patient presented in the clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited decrease in r-wave sensing, high impedance and increase in capture thresholds; a lead fracture was suspected. No intervention or additional information was available.